Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged particles in tubuing chamber. There had not enough air for inhalation. The pateint had issues like eye irritation,nausea, and dizziness. There was no report of any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.